Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting two lung segments during a laparoscopic video assisted thoracoscopy procedure, the stapler was fired but a component from the loading unit broke off and fell into the patient¿s cavity. It was stated that it was a small piece of plastic in the staple line and was retrieved with a grasper to complete the case. There was no patient injury.